Event description:
Info on a medical device registration form indicated that attempts to advance a coronary stent with delivery system distal to an existing stent in the saphenous vein graft to the obtuse marginal branch resulted in embolization of the stent. The delivery system was withdrawn and a second guidewire was used to assist in the retrieval of the embolized stent. When the guidewires were withdrawn, the stent was noted to have embolized peripherally. There were no add'l clinical sequelae reported relative to the event.